Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stop event. Additionally, the reported damage to the outer silicone sleeve was confirmed from the submitted photos. Based on complaint history and similarly reported events, the pump stop observed in the submitted log file is consistent with that of damage to one or wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 10:44:18 to (B)(6) 2021 at 9:51:30. The pump fixed speed was set at 9000 rpm with a low speed limit of 8600 rpm for the duration of the captured data. On (B)(6) 2021 at 8:09:02 the pump speed dropped below the low speed limit of 8600 rpm, resulting in a pump stop at 8:09:03, which lasted approximately 2 seconds. The pump stop and low speed event was associated with 2 low speed hazard, 2 low flow hazards and 1 motor stop active flags active. The pump stop event occurred while the patient was tethered to power module power. There were no other abnormal events captured ¿ the only other events were associated with pi events and power cable disconnects. Excluding the pump stop event, the pump operated at or above the low speed limit. The submitted photos revealed that there was damage to the outer gray sleeve of the previous external perc lead repair exposing the underling bionate. An additional area of cosmetic damage to the outer silicone sleeve was revealed. This area appeared to have been previously covered by rescue tape. There were no other areas of concern. Multiple attempts to gather additional information was attempted; however, none was provided. The heartmate ii lvas instruction for use (IFU) lists all adverse events associated with the use of the heartmate ii left ventricular assist system. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2017. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. This IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated that the driveline appears to be damaged. The patient did not have any alarms but the white covering the driveline was pulled back and new areas of exposure were noted. It was noted that the patient was very active and needed advise on driveline maintenance. The driveline had extensive damage to the outside with visible wires. Driveline rescue tape was applied along a majority of the driveline. The patient has had a percutaneous lead repair in the past. The patient had a pump stop in the morning that lasted approximately 2 seconds. The patient was asymptomatic during this time. Log file analysis pre-rescue tape showed no evidence of any type of perc lead conductor issue. Log file analysis post-rescue tape showed 2 low speed advisories, 2 low speed hazard and 1 pump stop. Speed drops were as low as 0 rotations per minute. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the pump was connected to the mobile power unit.